Manufacturer narrative:
This report is submitted on february 06, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and underwent skin revision surgery on (B)(6) 2017, however the issue could not be resolved. Subsequently on (B)(6) 2018 the patient was placed under general anesthesia in order to replace abutment.